Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on august 9th patient¿s device had died and it was unknown if the device/ patient programmer stopped working. The hcp noted the incontinence had returned. The hcp noted the issues began in 2016. The manufacturer representative (rep) noted that they tried to contact the hcp office on august 1st. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device stopped working and they had left messages and tried to get in contact with manufacturer representative (rep) for the last two week but had not gotten a response back. Hcp stated that this was an adjustment issue and patient was trying to adjust the device but they didn¿t know how. They couldn¿t figure it out and it was not working. No medical symptom was reported. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Hcp reported device was not working when to clarify reason why device was not working and cause of it. Hcp stated they were unable to take action/interventions as the device was in the patient's body. No further complications were reported.